Event description:
As reported, approximately 4 months post op the initial tka, this female patient alleges she sustained injuries resulting from an exactech device implanted at the time of her knee procedure performed on or about (B)(6) 2018, and revised on or about (B)(6) 2018.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.